Manufacturer narrative:
The device was returned for analysis. The failure to cut was confirmed. The entrapment and patient device interaction (failure to achieve hemostasis) are case specific and cannot be repeated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the reported information and the returned device analysis, there are two findings. The entrapment of the device was likely caused by a suture snag and is related to the circumstance of the procedure. Manufacturing engineering reviewed the reported details and returned device analysis for the failure to cut and deemed the event to be related to a potential product quality issue based on the observed two springs in the internal assembly where one is required. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, there was no blood flow coming from the marker lumen when the prostyle device was positioned in the vessel. The device was pulled back to check the cuffs and a suture break was noted ("suture was noted to be off the device"). An attempt was made with another prostyle device. The prostyle device was inserted and blood flow was observed from the marker lumen, so the foot of the device was deployed. The suture was cut with the quick cut mechanism and the device was removed halfway from the anatomy. When attempting suture retrieval, the suture became caught in the device. Therefore, scissors were used to cut the suture in order to remove the device. After that, the suture was able to be pulled and the knot advanced. When attempting to use the suture trimmer, the suture gate could not be opened. Therefore, another suture trimmer was used and the knot was advanced to achieve hemostasis. As hemostasis was not fully achieved, additional manual compression for 20 minutes was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.